Event description:
The compliant was reported by a customer from australia: air in line issue.

Event description:
The compliant was reported by a customer from (B)(6): air in line issue.

Event description:
The compliant was reported by a customer from australia: air in line issue.